Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No unexpected low battery alarm, no failed battery alarm and no blank display noted. Device and blood glucose meter test functioning and communicating properly. Device was monitored and backlight function properly. Device received with minor scratched display window, cracked case at display window corner and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display, low battery alert, radio frequency test failed alarm and damage on the insulin pump. The customer's blood glucose reading was around 170 mg/dl. The customer stated that he noticed the pump was off when he bloused. The customer stated that the reservoir chamber was missing pieces. The insulin pump was returned for analysis.